Manufacturer narrative:
Beckman coulter hotline support troubleshooted the instrument with the customer over the phone. The customer found a loose fitting that attaches tubing to the reagent probe. Tightening the fitting corrected the leak. There were no further reports of leaks. (B)(4).

Event description:
The customer reported a leak from a reagent probe on a unicel dxc 800 pro synchron system. The leak was contained to the instrument. The operator was wearing gloves and a lab coat when the leak occurred. There was no report of direct contact with the leak or of injury as a result of the leak. There were no erroneous results generated in connection with this event.